Event description:
Information was received from a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (unknown dose and concentration) via an implantable pump. The event occurred post-op. The patient died on (B)(6) 2016; it was reported that the patient experienced bleeding stroke following hypertensive escalation that may be related to a baclofen pump dysfunction that was replaced 48 hours before, leading to death the pump was explanted on an unknown date. The status of the explanted pump was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2016 in which it was further reported that the patient died on the day after his synchromed ii pump was changed or refilled while he was implanted with a pump for a long time (potentially 20 years). The patient's family was questioning the doctor who made the refilling. It was to be confirmed if the patient¿s death occurred after his pump was refilled or changed. It was further confirmed that after this patient¿s pump was replaced the patient returned home on (B)(6) 2016. He called the "(B)(6)" during the night of the (B)(6) to the (B)(6) to get urgent medical assistance as he felt really bad. On (B)(6) 2016, the patient was sent first to one hospital and during the same day he was then transferred to another hospital where he died. The pump was kept ¿sealed¿ at the police station at this time. A note was made that the product should be returned for analysis but one could not commit to the return the product.